Manufacturer narrative:
The customer's provided calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. The alarm trace did not indicate an issue. The investigation concluded that the root cause of the reported issue is a pre-analytic sample-specific issue.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable gluc3 glucose hk result for one patient with the cobas 8000 cobas c 502 module. The initial result was 0.40 mg/dl. The repeated result was 226.30 mg/dl. The second repeat result was 227.26 mg/dl. The questionable result was not reported outside the laboratory. The reagent lot number was 47163501 and the expiration date was 30-jun-2021.